Event description:
The following information is from an article published in catheterization and cardiovascular interventions; use of a straight, side-hole (ssh) delivery sheath for improved delivery of amplatzer asd occluder. Late device embolization after the procedure. The device was probably undersized.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the information received.